Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 413 mg/dl while wearing the pod. Once at the hospital the patient was treated with insulin. The patient was at the hospital for 1.5 hours. The patient followed up with their diabetes educator due to having irritation, bleeding and bruising at the pod infusion site from the adhesive. The patient was prescribed flonase.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.